Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th stent wrap, with struts raised. Deformation was evident to the distal tip, with tip appearing kinked. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a calcified mid lad lesion exhibiting 75% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected without any issues. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed non-mdtstent. Resistance was encountered but no excessive force used during delivery. It is reported that the stent failed to cross the lesion and when removed from the patient it was noted that the device was deformed. The strut surface of the stent was damaged. Another stent was used and the case was completed successfully. No patient injury is reported. Distal tip deformation, stent mid area deformation and shaft most proximal side kink were observed. Damage of wire exit and distal shaft marker were also observed. The case was completed successfully.